Event description:
Philips received a complaint by the customer on the v60 indicating that devices power button is irresponsive intermittently and unit powers on while unit is powered off while connected to battery. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was contacted by the customer informing that he ordered parts ID for pcba, cpu and pcba, user interface (ui) , and will be performing the repair himself. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if in fact failed to meet specifications. The customer will be handling the repair and will contact the fse once the repair has been made so the fse can complete field correction order . The investigation concludes that no further action is required at this time.